Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had external flash crc error. Customer's blood glucose value was 123 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the critical block and inverse critical block did not add to zero alarm due to blank display.